Event description:
It was reported that (1) er420 was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clip scissored. (Not cutting the vessel) opened another device to complete the case. There was no consequence to pt.